Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that another doctor came in and tried the refill and was able to successfully refill the pump. There was no direct cause that could be found for the inability to fill or aspirate the pump initially. The matter was considered resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient receiving intrathecal fentanyl and water (all unknown concentration and doses) via an implantable pump for non-malignant pain. It was reported that the patient had the pump impl anted a few weeks back and at that time, they did not put drug in the pump. The rep stated at implant they just aspirated some of the sterile water and left the rest to infuse until the refill with drug. The rep stated today they were attempting a refill with drug and were unable to aspirate the water or fill. The rep stated they were using the mdt refill kit. Technical services discussed confirming refill kit product is intact and patent, refill procedure, activation of the opm and releasing, using a smaller syringe with pfns, and imaging.